Event description:
It was reported that during the procedure, the device had an unexpected shutdown and a short-circuit smell was detected. It was also noted that an attempt to restart the device was unsuccessful and testing it in a different outlet also failed to turn it on. The procedure was completed with different device. There were no patient complications.

Event description:
It was reported that during the procedure, the device had an unexpected shutdown and a short-circuit smell was detected. It was also noted that an attempt to restart the device was unsuccessful and testing it in a different outlet also failed to turn it on. The procedure was completed with different device. There were no patient complications.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse confirmed the smoking and unexpected shutdown. A test was performed on the equipment by forced shutdown at the client site, the equipment failed to power on, and the voltage selector card did not produce the expected clicking sound when energized. The chiller was removed to inspect the card and toroidal transformer. The card was found completely burned due to a capacitor explosion. The card was replaced, and input/output voltages were verified as correct. When the ignition switch was activated, the card responded normally. However, upon attempting to start the equipment using the keys, a brief sound was heard, and the new card failed in the same way. This indicates a short circuit in the toroidal transformer. As this component cannot be replaced locally, the equipment must be returned to the factory for repair. Therefore, a conclusion code of cause not established was assigned to this investigation.